Manufacturer narrative:
Pt information not provided as no pt was involved in this concern. Medtronic representative was able to replicate the issue. Issue occurs when cycle views is entered and the preset views are changed. This issue was entered into test track database.

Event description:
A medtronic representative reported that the site was setting up for a cranial case and the software crashed while they were cycling between the views. The system went to the synergy screen and they performed a hard shut down. They rebooted and it occurred again. This occurred prior to surgery, there was no pt present.